Manufacturer narrative:
This report is submitted may 30, 2018.

Event description:
Per the clinic, the receiver / stimulator was explanted on (B)(6) 2018 in preparation for the patient's scheduled spinal surgery, to preserve the cochlea. Reimplantation is planned but had not taken place at the time of this report. The electrode array was left insitu.